Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain in dications for use. It was reported that their boluses and they hate the handset. The patient provided product feedback that the handset is huge and when you get a pump refill, the connection to the pump was quick, like 30 seconds, but after a few weeks, it took like three minutes to connect for a bolus. The patient has had a pump implanted for 20-some years, then stated 24 years, and this is the first piece of equipment they have broke. The agent provided sunmed phone number prior to transferring but the patient disconnected the call before the transfer. The sunmed agent stated that they will call the patient. The patient mentioned that their previous pain management doctor overdosed not only on them, but almost all their pump patients. The patient had dilaudid and numbing medicine like novacain in the pump.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d: information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.